Event description:
Adult male with history of acute diverticulitis. Procedure: robotic laparoscopic left colectomy, robotic sigmoid colectomy, rigid sigmoidoscopy. During the surgery, when the safety was pulled off, the stapler would not fire. The lights were on indicating the battery was functioning. No known harm to patient. New one used. Manufacturer response for staple, implantable, echelon circular (per site reporter), will obtain.